Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5. During the final tightening of the crosslink setscrew, the setscrew sheared off of the crosslink. The broken fragments were retrieved and a new screw was used to complete the case. No patient complications were reported.

Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Visually confirmed break-off set screw broken at the thread root approximately 4-5 threads from the broken-off portion of the set screw head. No damage noted on the threads. Direction of the witness mark on the inside of the set screw suggests secondary tightening after the break-off portion was removed. A review of the device history records did not identify any applicable nonconformance to specification.